Event description:
A hospital reported via a distributor that a fire occurred in a set-up which included a bc060 single-heated breathing circuit, mr850 respiratory humidifier, and a mr290 humidification chamber during use. There was no pt consequence.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 269 mg/dl and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.